Manufacturer narrative:
Returned device was received in poor physical condition. There was noted contamination on the top and bottom cases. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated and replacing the motor assembly cleared up the problem. The cause of the issue was found to be from normal wear as the parts were over 14 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a motor rate issue. There were no reported adverse events.